Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump was opened and there was moisture ingress. It was also noted that there was moisture behind the display. A leak test was performed and failed, indicating a bolus button leak. Files were unable to be downloaded due to the moisture damage. A blank display powered up with audible and vibratory tones, but the buttons were not able to be tested. Unrelated to the original complaint, the bolus button cover was detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).